Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between an unspecified line of the amia cassette and solution bag which resulted in a leak. The cycler got wet. This occurred during cycle two or three of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.